Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that one day post implant, the atrial and ventricular electrograms were observed to occur at the same time. Upon further testing, no atrial capture was observed despite maximum device outputs and lead dislodgement was suspected. The physician attempted several maneuvers in an attempt to get the lead into the correct position without any invasive action. These efforts were unsuccessful, and a revision procedure was performed. This atrial lead was successfully repositioned without further incident. No additional adverse patient effects were reported. It was reported that this atrial lead was subsequently explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, the atrial and ventricular electrograms were observed to occur at the same time. Upon further testing, no atrial capture was observed despite maximum device outputs and lead dislodgement was suspected. The physician attempted several maneuvers in an attempt to get the lead into the correct position without any invasive action. These efforts were unsuccessful, and a revision procedure was performed. This atrial lead was successfully repositioned without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that one day post implant, the atrial and ventricular electrograms were observed to occur at the same time. Upon further testing, no atrial capture was observed despite maximum device outputs and lead dislodgement was suspected. The physician attempted several maneuvers in an attempt to get the lead into the correct position without any invasive action. These efforts were unsuccessful, and a revision procedure was performed. This atrial lead was successfully repositioned without further incident. No additional adverse patient effects were reported. It was reported that this lead was subsequently explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.